Event description:
My experience as a patient who have the essure implants, I have experience problems retrograde menstruation, in office endocervical curettage, outpatient surgery endometriosis polys. On (B)(6) 2023, I had an outpatient surgery for the above issue. My post-opt follow up with my provider was unsuccessful. He left the practice without notice. I have a complaint on file with department of health and human services. My medicare number was changed on (B)(6) 2024 due to personal information being compromised.